Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in great britain. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a tuft of bristles from a sonicare for kids brush head fell into the mouth during use. A choking hazard was identified which did not lead to medical intervention and was resolved on its own. No serious injury was reported.